Manufacturer narrative:
Zoll medical corporation has not received the product for eval and this complaint is still under investigation.

Event description:
Complainant alleged that while monitoring a pt (age & gender unk, during a transport, the AED device powered up in manual mode. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.